Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was not calculating bolus amounts correctly. Assisted customer with changing basal rates but was unable to continue due to call being disconnected. Customer's blood glucose level was 171 mg/dl at time of reporting. Nothing further reported.